Manufacturer narrative:
The information provided about the use of the insulin pump during the high blood glucose event was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was on manual injections, using long acting insulin and has been without supplies for a little over a month has been on manual injections.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 487 mg/dl and treated with manual injection. Customer also reported that they were not using insulin pump. The insulin pump will not be returned for analysis.